Event description:
Information was received from the physician that the cause of the pain was that it was implanted too far laterally. The patient had noted that the device was more uncomfortable because she felt it was closer to the surface. It was noted that the vns seemed to have slid laterally to the point where the lateral edge of the device is uncomfortable when she lies on her left side or wears a bra with the strap over the device. It was noted that the surgical intervention was for patient comfort only, not to preclude a serious injury. The patient feels more comfortable after the repositioning surgery. No other relevant information has been received to date.

Event description:
The patient had pocket revision surgery due to pain at the generator site. It was noted that the device was checked before and after the surgery and no problems were found. No other relevant information has been received to date.